Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing during atrial tachycardia/atrial fibrillation (af). It was also noted that the p-waves were below the normal range. Follow-up was performed and it was determined that the lead was functioning normally. The lead remains in use. No patient complications have been reported as a result of this event.